Event description:
It was reported that the rotawire was fractured. The target lesion was located in the left coronary artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the wire had fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The complaint device was reported to be missing. It was further reported that the rotawire became fractured during preparation outside the patient's body.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 10:27 am CT.the report number is being corrected from: 2134265-2018-64388to: 2134265-2018-63870.

Event description:
It was reported that the rotawire was fractured. The target lesion was located in the left coronary artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the wire had fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The complaint device was reported to be missing.